Event description:
Customer reported the panorama central station had missed ventricular tachycardia calls, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Documentation from the event was collected and is currently under review.